Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af233 with lot number 44681 were returned and analyzed. The data files did not show any system notice on the event date. Visual inspection of the balloon catheter showed blood inside the balloons. Smart chip verification indicated the catheter was used for 22 injections. The returned catheter failed the performance test due to triggering of system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ during the ablation. Dissection/ pressure testing showed a guide wire lumen kink and breach at 1.3 inches proximal from the tip. In conclusion, the reported system notice 50002 ¿the system has detected an electrical component failure¿ was confirmed neither through testing nor through the data analysis. The balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received multiple times indicating that the system detected an electrical component failure. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.